Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. The pump was reset, a cartridge was successfully loaded onto the pump, and insulin delivery was resumed. Additionally, it was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A supply change was performed resolving the occlusion. Customer continued to use the pump for insulin therapy.